Manufacturer narrative:
Additional information: there is 1 investigation completed during this period. Breakdown of 1 investigation with respective serial numbers are as follows: (B)(6) no product returned. The investigations concluded that product met manufacturing release criteria and no product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. That was received during the time period that covers this voluntary malfunction summary report has been submitted.

Manufacturer narrative:
Additional information: breakdown of 1 events is as follows: cartridge tip cracked/damaged,cosmetic issues 1. Serial number of the suspect product: (B)(4). Zero investigations were completed, and 1 investigation is pending from this period. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
This report summarizes 1 malfunction events. The events were related to lens damage. There were no patient injuries reported associated to the events.